Event description:
False positive test from bd veritor for rapid detection of sars-cov-2. Patient was tested x 2 with pcr testing and remained asymptomatic the entire time. Both follow up pcr tests were lab confirmed negative. Two (2) pcr tests required by (B)(6) for this asymptomatic staff to return to duties. Negative effects include: loss of employee pay, loss of time spent driving x 2 to gel pcr tests completed, significant amount of time loss spent notifying all other 100+ staff members and approx 45 elderly residents family members.